Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had an unrelated surgery prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external device. Troubleshooting resolved the issue.